Manufacturer narrative:
Approximate age of device - 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted with persistent low flow alarms due to hypertension. Lactate dehydrogenase (ldh) jumped from 374 to 1307 and inr was 1.8. The patient was started on IV heparin and an echo was performed. Review of the log file by the manufacturers technical services representative showed 39 low flow alarms on (B)(6) 2018. It was advised to reduce the volume seen by the pump. Pi decreased on the same day from 11.5 to 8.4. No low flow events throughout the remainder of the log file. Additional information received on (B)(6) 2018, stated that the treatment the patient received resolved the elevated ldh. The patient was stable and had been discharged home. No equipment was exchanged.

Manufacturer narrative:
A correlation between the device and the reported ldh elevation and hypertension could not be conclusively determined through this evaluation. Log file analysis confirmed multiple low flow alarms on (B)(6) 2018 that were due to the estimated flow being calculated below the low flow threshold of 2.5lpm. A specific cause could not be conclusively determined through this evaluation. The system showed normal device operation above the low speed limit for the duration of the log files. No other atypical events were captured. The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This document also explains that pump flow is estimated from the pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.